Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. It was noted that connectors j9 and j10 were broken.

Event description:
It was reported to philips that the device had defective battery pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.